Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed volume test" was reproduced. The device was sent for flow rate testing at a rate of 40 ml/hr, with a volume to be infused of 40 ml. The actual amount infused was 42.270ml, for an error percentage of 5.675%, which is a failing result. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the pressure plate travel out of adjustment. The pressure plate travel required to be adjusted to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed volume test during an unspecified process step in the biomedical service department. There was no patient involvement. No additional information is available.